Manufacturer narrative:
Baxter, the manufacturer of the boot assembly, traction device, ot 1000 has confirmed the reported issue. An incorrectly oriented locking pin can cause the boot to detach from the traction system. Baxter initiated a recall (removal) of the affected product on february 14, 2024.

Event description:
The user facility reported that during a patient procedure their traction control boot assembly detached from the surgical table. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.